Event description:
Vns patient has recently experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the patient has been experiencing left jaw pain and that the recently experienced a prolonged seizure requiring use of diastat. The patient was seen in hospital emergency room when their seizure frequency tripled, at which time they experienced labored breathing after a grand mal seizure. The patient's device was programmed to off the following day. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system and review of x-rays did not reveal any obvious discontinuities in the system. The patient is scheduled for follow-up with treating neurologist who plans to perform device diagnostic testing.